Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and concerns with recalled device.

Event description:
Patient reported, right-side "pain and limitation of social sports and daily activities due to contracture," capsular contracture baker grade iii and inquired about recalled prosthesis. The device remains implanted.